Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with atrial fibrillation underwent contact force radiofrequency ablation and suffered false aneurysm at the puncture site. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿assessment of autonomic nervous system modulation after novel catheter ablation techniques for atrial fibrillation using multiple short-term electrocardiogram recordings¿ the purpose of this study was to assess the effect of three af ablation techniques, i.e., classical irrigated-tip catheter ablation, cf sensing-irrigated tip catheter ablation, and second-generation cryoballoon ablation on the autonomic nervous system, as measured by hrv parameters using a short-term 3-min electrocardiogram recording. Suspect device is an irrigated cf sensing navistar thermocool ablation catheter, however catalog and lot numbers are unknown.